Manufacturer narrative:
Additional information was received: patient details are unknown. There were no anomalies noted during the prep of the device or in removing the balloon sleeve. There were no damages noted to the box, pouch, hoop, balloon sleeve or the device prior to use. The approach was unknown. The patient was being treated for in-stent restenosis of an unknown stent at the left superficial femoral artery. It is unknown if the guidewire was kept hydrated at all times. It is unknown if there were stents present within the treatment site or tracking path, and it was unknown if there was difficulty advancing the guidewire or the device to the target lesion. It is unknown how many times the balloon was inflated or inserted into the patient. It is unknown if there were kinks noted on the device during or after use or if force was ever required when using the device. Balloon rupture type or location is unknown. It is unknown at what pressure the balloon ruptured on and how long the inflation as held, or which inflation it occurred. It is unknown if the device was removed easily from the patient, the device did not separate and was removed in one piece from the patient. Additional concomitant devices:sheath introducer (6fr 10 cm terumo); and guidewire (chevalier 14 floppy, fmd) complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery, it was reported that after the lesion was checked with ivus, a 5mmx4cm 90 saber pta balloon catheter (bc) was delivered and inflated at the lesion, however, the balloon ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used instead to successfully complete the case. There was no report of patient injury. The patient¿s information was unknown. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 100%. An antegrade approach was made from the left superficial femoral artery for in-stent restenosis (isr). A 6fr 10 cm sheath introducer was inserted and a guidewire crossed the lesion. There were no anomalies noted during the prep of the device or in removing the balloon sleeve. There were no damages noted to the box, pouch, hoop, balloon sleeve or the device prior to use. The approach was unknown. The patient was being treated for in-stent restenosis of an unknown stent at the left superficial femoral artery. It is unknown if the guidewire was kept hydrated at all times. It is unknown if there were stents present within the treatment site or tracking path, and it was unknown if there was difficulty advancing the guidewire or the device to the target lesion. It is unknown how many times the balloon was inflated or inserted into the patient. It is unknown if there were kinks noted on the device during or after use or if force was ever required when using the device. Balloon rupture type or location is unknown. It is unknown at what pressure the balloon ruptured on and for how long the inflation was held, or during which inflation it occurred. It is unknown if the device was removed easily from the patient. The device did not separate and was removed in one piece from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17250785 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, heavy tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17250785 was performed and the following was found: review of lot 17250785 revealed no anomalies during the manufacturing and inspection processes.

Event description:
During a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery, it was reported that after the lesion was checked with ivus, a 5,mmx4cm 90 saber pta catheter was delivered and inflated at the lesion, however, the balloon ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used instead to successfully complete the case. There was no report of patient injury. The product was clinically used and it will not be returned for analysis. The patient's information was unknown. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 100%. An antegrade approach was made from the left superficial femoral artery for in-stent restenosis (isr). A 6fr 10 cm terumo sheath introducer was inserted and a chevalier 14 floppy, fmd guidewire crossed the lesion.